Event description:
It was reported that multiple cartridges had blockages causing the customer not to receive insulin correctly. Customer declined follow up from tandem technical support. No additional information was provided.